Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead remains implanted as x-ray did not reveal lead damage. The patient was good after the event.